Event description:
The international customer reported an inhalation autozero test failure during power on self test. The ventilator was not in use on a patient, therefore ,was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement, therefore, this event would be likely to cause or contribute to a death or serious injury if an autozeroing failure were to recur while in use on a patient. The customer replaced the sensor pcb board to correct the finding.

Manufacturer narrative:
Parts not returned due to customs. Printed circuit board (pcb).